Manufacturer narrative:
The lvad was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. See scanned page.

Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt experienced red heart alarms while connected to the power module. The pt was then sedated and on inotropes. The pt was suffering from cancer and not a surgical candidate. The hospital described the pump was sounding "different". On (B)(6) 2012, the pt expired.